Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. On the morning of the event, the patient took 10 units of insulin and then ate breakfast sausages. She did not remember details of the hypoglycemic incident while driving in the car. She was told that she was swerving back and forth on the street and off the road. Other drivers along the side and in front of her blocked the car and brought it to a stop. Emergency medical services (ems) was called and after arrival the receiver was giving 'high' alerts. No cgm or bg values or treatment details were specified. She was transported to the hospital, treated, and discharged 9 days later. She was unable to remember most of the details. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.